Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two photographs taken from angiogram were reviewed. The photographs show a deformed stent in the sfa. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent is suggestive of focal stent elongation and compression. Unfortunately, the quality of the photographs is rather poor. The device was returned disassembled and severely damaged. Several parts of the handle assembly are missing. The inner shaft including the device tip and both radiopaque markers has been cut off about 254 mm distal to the kink protector and was also not returned. The outer shaft has been retracted beyond the cut end of the inner shaft. The outer shaft is strongly kinked and has two holes about 191 mm proximal to its distal end and is slightly flared at its distal end. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could not be determined. Please note that the IFU advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion and the length of the segment to be stented.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in a severely tortuous part of the mid sfa. The stent was stuck with the guidewire. The stent was then released with the secondary release, but some parts of the stent were broken according to the angiography.